Event description:
Maintenance dept of hosp reported that wheel on bariatric wheelchair was missing bolt, washer and drive key and that wheel was partially off the axle. Gendron determined that the wheelchair was a demonstration model and that, prior to being sold to the user, the chair's wheels had been taken off and put back on in order to fit in the backseat of a car. Gendron's investigation suggests that the sales rep failed to appropriately replace the wheels, which resulted in a loosening and eventual loss of the components noted above.